Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation, and the patient's device was showing high impedance readings. The high impedance readings were not unexpected as the patient was only two days post-implant. It was reported the patient experienced a shock when they touched the skin over the device during a shower. Troubleshooting was suggested, but no patient outcome was reported. Patient information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.